Event description:
Complainant alleged that during clinician testing of the device, the electrodes were connected to the clinician. The device indicated that the clinician was presenting a non-shockable heart rythm. The clinician then began wiggling the electrode and multi-function cable connection, when the device suddenly advised shock and began to charge. The clinician was not shocked. The complainant indicated that there was no patient involvement in the reported malfunction.